Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor was giving inaccurate readings and that the blood glucose reading was 507 mg/dl. The sensor reading at this time was 40 mg/dl. The customer treated with a bolus from the insulin pump.